Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose level. Reportedly, insulin delivery was resumed on the device after cleaning the speaker holes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.